Manufacturer narrative:
The device will not be returned to the manufacturer. Therefore, the root cause of the event could not be confirmed.

Event description:
It was reported that during a surgical procedure the device stopped working. A back-up device was used and the procedure was completed successfully without delay.